Manufacturer narrative:
(B)(4). Corrected section unique identifier (UDI) # d-4: to (B)(4). The lot # 3000403563 history record review was completed. There was (one) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise# (B)(4). Corrected section: b3, h-6 - health effect ¿ clinical code from "4580" to "4582"; medical device ¿ problem code - from "3190" to "1198".

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws stopped working in the middle of cutting through fat. A new device was used to complete the procedure. There was a slight delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6- code 4114 changed to code 10; code 3221 changed to code 114. The device was returned to the factory for evaluation on 10/09/2024. An investigation was conducted on 11/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. No final testing was conducted due the condition of the heater wire. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was damaged.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name due to character limitations nuffield health at st barts hospital.